Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture due to twiddler's syndrome. A revision procedure was performed and the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.